Manufacturer narrative:
The implant date was reported as (B)(6) 2020.

Event description:
It was reported that the closure device had shifted in the left atrial appendage (laa). In (B)(6) 2020 the patient underwent a laa closure procedure. The procedure was successfully completed and the closure device was implanted in the laa of the patient. The patient came in for their 45 day follow up transesophageal echocardiogram(tee). The imaging showed that the closure had shifted position within the laa. The patient remained on eliquis and was scheduled for a second tee. On (B)(6) 2021 the patient came in for their second tee and there was no change in the device position. At this time the patient was referred to a cardiac surgeon to discuss their treatment options.